Event description:
Boston scientific was notified that during an event an excelsior and prowler plus microcatheters were approached to the lesion, then two gdc 18-2d synerg detection circuit coils were inserted from both catheters. Though, these coil coils were intended to be deployed entwining, they came amiss. Only the coil that was in the prowler plus microcatheter was intended to be deployed in advance. The premature detachment occurred without friction. The detached coil was pulled out with a snare after one hour of retrieval trial. No complications with the pt were reported to have occurred as a result of this event.